Event description:
The patient reportedly experienced a decrease in performance. It was reported by the clinic that all equipment seems to be functioning. A company rep met with the patient to perform device evaluation. Initial testing were within normal limits, however, full testing could not be performed as the patient complained of pain during one of the tests. A decision was made to go ahead with surgery to explant the patient's c1 device. This surgery was scheduled.